Event description:
It was reported by the rep that the device was used during a laparoscoopic assisted vaginal hysterectomy with a bilateral salpingo-oophorectomy. It was reported the surgeon used the lcsb5 on the broad ligament of the pts right side. When the dr finished the pedicles on the pts right side, she then used the lcsb5 on the pts, left round ligament. The device worked well but when she removed the lcsb5 this tissue pad fell off into the pt. Retrieving the tissue pad was unsuccessful.